Manufacturer narrative:
The device was received for evaluation attached to the solution bag and product vial. Visual inspection identified grey particulate matter present in the vial. The grey particulate matter appeared to be stopper material from fragmentation of the vial stopper. The device was removed from the drug vial to perform an evaluation on the needle. The needle was found to be normal without any morphology that would contribute to fragmentation. Attenuated total reflectance (atr) fourier transform infrared (ft-ir) spectroscopy revealed that both the particle and control samples taken from the vial stopper were consistent with an inorganic silicate-filled butyl rubber. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vialmate adapter cored a vial of azithromycin during reconstitution. The device was being used with a baxter solution bag. There was no patient involvement. No additional information is available.